Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer¿s blood glucose level was 600 mg/dl. Customer declined to provide any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.